Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch sf catheter and an irrigation issue was noticed during the procedure while the catheter was inside the patient. Occlusion/ no irrigation. It was reported that during the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 13-sep-2024. The irrigation issue was noticed during the procedure while the catheter was inside the patient the irrigation event was originally considered non-reportable, however, bwi became aware on 13-sep-2024 that the irrigation issue was noticed during the procedure while the catheter was inside the patient and have reassessed the event as reportable. The awareness date for this record is 13-sep-2024.

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch sf catheter. Occlusion/ no irrigation. It was reported that during the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. The bwi product analysis lab received the device for evaluation on 21-oct-2024. The device evaluation was completed on 28-oct-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and during the analysis the device was found occluded. Further investigation revealed that the irrigation holes in the dome section were occluded by reddish material presumably blood. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed since blood was found occluding the irrigation holes in the dome section. The potential cause of the occlusion could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).